Manufacturer narrative:
Per issue, customer was performing fingerstick too early and milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results. These pre-analytical techniques may contribute to inaccurate inr result or testing error. Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 2.1; reference = 3.7, mean = 2.90; confidence limits = 1.8 - 4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. No product was expected to be returned. Retained strip test was performed on (B)(6) 2011 for a previous complaint. Result comparison met accuracy criteria. As reviewed on (B)(6) 2011, 52 discrepant results complaints were reported for lot #246050 yielding a complaint rate of 0.039%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the doctor's poc. Results as follows:" date: (B)(6) 2011, inratio: 2.1, doctor's poc: 3.7. Customer pricking finger too early, milking finger. No lab reference system data involved. Therapeutic range = 2-3. Doctor is switching patient to another medication, no more coumadin and wants her to return the meter.